Manufacturer narrative:
Concomitant: product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient never had therapeutic effect and had not been able to use the device since the first two weeks since implant. It was reported the patient had "no relief what so ever" and that it hurt her. It was noted the patient was unsure if "wires were wrong" or if its fibromyalgia. It was reported when the patient turned it on lowest setting, they felt like it's "pulling her stomach towards her back" and felt like it's shocking and it¿s painful everywhere. The patient could not stand up or walk without a cane, and before the surgery she did not rely on the cane. It was noted before the implant, the patient had just a bad back and standing was always an issue. It was reported "it" has caused her great pain and she cannot stand up straight, only thing that makes her comfortable was laying down. The patient had an appointment with their hcp this saturday at 10:30am. It was noted the patient was not sure if they cut a muscle, but would like a transcript if they did by accident. When the patient was sitting in a chair with a bad back it felt like the battery was sticking out so far. It was noted the patient always had to lay down in order to feel better.